Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported symptoms of nausea, diarrhea and abdominal pain with subsequent diagnosis of peritonitis and sepsis. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Per medical records there was suspicion that the peritonitis could have stemmed from the patient¿s past history of gastroenteritis, however, the source of the peritonitis was not confirmed. Based on available information the cause of the adverse event cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had been to the hospital. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn) and medical records. Per the discharge summary, this patient presented to the emergency room (ER) with nausea, diarrhea, worsening abdominal pain and turbid pd effluent. The patient was diagnosed with peritonitis secondary to pd therapy. The pd cultures were negative for growth after 72 hours. The patient was also found to meet the sepsis criteria based on fever (unknown temperature), tachycardia (unknown rate) and significant leukocytosis of 28,000 (unknown units). The patient was started on vancomycin and levaquin (route, dose, strength, frequency and duration unknown) in the ER based on the significant leukocytosis, however, vancomycin was discontinued and flagyl was initiated (route, dose, strength, frequency and duration unknown) due to possible translocation of bacteria from gut secondary to the patient¿s gastroenteritis history. An abdominal exam was benign for gastroenteritis and would be followed up on repeat pd sample. The source of the peritonitis was not confirmed. The patient continued pd therapy while hospitalized and was discharged to home in stable condition. No further hospital course is documented.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.